Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had a speaker malfunction. Audio was not confirmed. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) provided the customer bench repair form and requested for the device to be returned. The device was not sent back on time, and the bench repair was cancelled. The investigation concludes that no further action is required at this time. The cause of the reported problem remains unknown. If additional information is received the complaint file will be reopened.